Event description:
It was reported that a blood solution set was missing the roller clamp. There was no patient involvement. Additional information was requested and not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.